Manufacturer narrative:
This report is filed october 29, 2015.

Event description:
Per the clinic, the patient experienced headaches with device use resulting in the decision to explant the device. The device was explanted (B)(6), 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). The device is currently unavailable.